Event description:
The event is now reportable based on the device analysis completed in 2007. It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion. The lesion being treated was a 95% stenosed, very tortuous with severe calcification, portion of the obtuse marginal (om). Ivus was used. The physician attempted to place a 3.50x16mm taxus liberte' stent in the target lesion, but was unable to cross the lesion. There were no patient complications and the patient condition is listed as "good". Investigation revealed stent damage.

Manufacturer narrative:
A review of the shop floor paperwork for the found that the device met its material, assembly and product specifications at the time of release to distribution. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were slightly raised and misaligned. The stent had moved distally towards the tip over the distal markerband. Distal stent damage is consistent with the device meeting some form of restriction during the insertion of the device. Visual examination of the shaft polymer extrusion revealed slight damage, the shaft appeared to be bunched up. Severe kinks were also found on the shaft polymer extrusion, the kinks were measured at approximately 5 mm and 1.5cm proximal to the port area of the device. The most probable root cause is operational context.